Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a roi-a cage fractured intra-operatively and had to be removed and replaced. There was no reported patient impact.

Event description:
It was reported that a roi-a cage fractured intra-operatively and had to be removed and replaced. There was no reported patient impact.

Manufacturer narrative:
Inspection: the device was not returned, however photos were provided which show that the cage has fractured. DHR review: a search for the DHR was conducted with the reported part/lot number without success. The reported lot number doesn't seem to be correct. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive force applied during surgery. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.